Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for unknown indications for use. It was reported that device was installed 8 years ago, new battery last night. It had not improved their quality of life. They had to go on disability 8 years ago. In bathroom every hour to two hours. Employers did not like that. Changed their diet as well 15 years of running in and out of the bathroom. Going to go to (b)(6) next to see if there is anything that can help improve quality of life.

Manufacturer narrative:
B3: Event date is unknown, see B5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.